Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds. Additional information revealed that the lead was damaged. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.